Event description:
It was reported that they were having issues charging their implanted neurostimulator and the issue began about 2 months ago and it's progressing. Patient stated they could get about half a charge but they would have to redo it more frequently to get it to work. Now charging and the controller will shut down after 5 minutes then screen will show call medtronic or won't recognize the implant. Patient confirmed they've tried resetting the controller already. Patient also stated the recharging belt was overheating where the wire goes into the paddle and it burnt the outside of their skin twice. Patient mentioned the overheating started about a month ago. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.